Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the handpiece was getting too hot when powered on during use. There was no patient involvement.

Manufacturer narrative:
Analysis found that there was no fault in the device. If information is provided in the future, a supplemental report will be issued.